Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was scratched. The scratch was noticed during the surgery once the lens was implanted into the patient¿s left eye. The iol was removed and replaced with a backup of the same model and diopter. It is the surgeon¿s opinion that the product caused or contributed to the event. The patient was not injured. Reportedly, the patient¿s post-op outcome is unknown. No further information was provided.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a3b, gender: the customer reported "female". Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.